Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since its release for distribution. From a medical perspective, based on the limited information available to be reviewed, it is not possible to determine if the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Event description:
The patient was revised because of pain, loose cage and metallosis. Pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.